Event description:
It was reported that a bakri tamponade balloon catheter leaked after placement. Following a postpartum hemorrhage, the bakri balloon was placed and filled with saline solution. The patient felt leaking of fluid, so the device was removed and confirmed to be leaking saline. Another bakri balloon from a different lot was used to complete the procedure. No adverse effects have been reported for the patient. Additional information regarding the event and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
E1- customer (person): postal code = (B)(6). E3- occupation: instructor. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary it was reported that a bakri tamponade balloon catheter leaked after placement. Following a postpartum hemorrhage, the bakri balloon was placed and filled with saline solution. The patient felt leaking of fluid, so the device was removed and confirmed to be leaking saline. Another bakri balloon from a different lot was used to complete the procedure. No adverse effects have been reported for the patient. Investigation ¿ evaluation a document-based investigation was performed including a review of complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the device were conducted. The complaint device was returned to cook in the opened packaging for evaluation. A leak test was performed, and a small puncture in the balloon material was observed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search did not identify any other complaints associated with the reported device lot. Review of the device history record, complaint history, quality control documents, and device failure analysis does not indicate that the device was manufactured out of specification and does not suggest items in the lot or similar devices in the field or in house are nonconforming. Cook also reviewed product labeling. The product IFU, t_j-sosr_rev4 ¿bakri postpartum balloon,¿ provides the following information to the user related to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, inspection of the returned device, and the results of the investigation, a definitive cause of the event could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received 22nov2023. The balloon was replaced after noticing the leakage when the balloon was inflated, therefore there was no impact of additional blood loss after the device occurred. There was not any equipment or device used that could damage the balloon. The procedure was performed trans-abdominally, and the balloon inflation was performed trans-vaginally after closure of the hysterotomy. It is unknown how much blood loss occurred before the device failure. The patient was considered hemodynamically stable, and no transfusion of blood products were administered.